Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were waking up in the morning early like they had been doing for years. Patient stated they wake up and have to go and go back to bed and 20-25 minutes later they feel like they need to go again and a little while later again. Patient also stated they were having some times when they will be sitting for a while and they stand up and they felt like they were going to explode. Patient said when they do urinate it was not all that much, which kind of surprises them because they were ready to have a big one. Agent asked patient if they have felt any relief in their symptoms since they were implanted and patient stated that they had a little bit of relief, but not 50% or better. Patient requested assistance to switch programs and increased the stimulation to a comfortable level. Patient will maintain the new stimulation level and will continue tracking symptoms. Guided patient to discuss with healthcare provider (hcp) medical concerns.